Event description:
Information was received from a company representative (rep) regarding a patient who was receiving unknown drug via implantable infusion pump. It was reported that the patient had an MRI on (B)(6) 2021 and it said the pump was stalled when it was interrogated after 2 hours post-MRI. The rep stated that after interrogating the pump again, it no longer had the motor stall message. No symptoms/patient complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.